Event description:
It was reported that during vitrectomy procedure the vfi output was very low when the doctor injected the silicone oil. The procedure was completed with another machine. Due to the event surgery was prolonged >30 minutes. No report that actual patient harm occurred.

Manufacturer narrative:
With regard to this event logfiles were provided for review and an eva surgical system was inspected on location. Review of the logfiles revealed several warning messages indicating that the viscous fluid extraction vacuum is too low. Inspection of the eva surgical system on-site revealed that the vacuum pressure could not build up because connection between the tubing and the water ingress filter of the vfie module was loose. Based on the investigation findings it was concluded that the tubing went loose due to a to a random separation of the tubing and filter involved. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. As the eva surgical system is performing within anticipated rates not corrective/preventive actions is initiated.

Manufacturer narrative:
The investigation is pending return of the module involved.

Event description:
It was reported that during vitrectomy procedure the vfi output was very low when the doctor injected the silicone oil. The procedure was completed with another machine. Due to the event surgery was prolonged >30 minutes. No report that actual patient harm occurred.

Event description:
It was reported that during vitrectomy procedure the vfi output was very low when the doctor injected the silicone oil. The procedure was completed with another machine. Due to the event surgery was prolonged >30 minutes. No report that actual patient harm occurred.

Manufacturer narrative:
The complaint is under investigation.